Event description:
Provider states has not acted up for the dealer. Dealer says the user says the chair stops and gives some kind of code. Also when going down a ramp the chair pulls to the left when stopping on the ramp. (B)(4).